Event description:
It was reported that during a da vinci-assisted general surgical procedure, the sureform stapler failed to unclamp. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage. No fragment fell into the patient. The procedure was completed with an additional instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler was not working, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was returned for analysis but could not replicate nor confirm the reported issue of the stapler not working. Failure analysis found the primary failure of failed engagement test to be related to the customer reported complaint. Based on log review of remotefe and dsp, the sureform 60 stapler was found to have multiple engagement failures, error code 22020, roll hardstop failures. The engagement failures were not replicated during in-house testing. The sureform 60 stapler passed engagement every time that it was installed on the in-house system with a cannula seal and an in-house drape. The sureform 60 stapler passed initialization. The sureform 60 stapler instrument passed the recognition and engagement tests multiple times and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The sureform 60 stapler clamped fired and unclamped successfully. The sureform 60 stapler was fired with a sureform green 60 reload. Visual inspection was performed, and no damage was observed. Additional observation not reported by site that is related to the customer reported complaint: the sureform 60 stapler was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. Root cause of this failure is attributed to manufacturing. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.